Event description:
It was reported that the pump and catheter were removed in 2008, due to a staph infection at the pump site. The patient experienced being "tight" on the right side with a clinched hand, no use of his arm and a "horrible gait" since the pump was removed and intrathecal therapy ceased. The patient experienced drowsiness with oral baclofen. He is uncertain if he should have the pump replaced. He has had insurance issues. The circumstances have harmed him "financially, emotionally and physically". Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Financial and emotional damage.